Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered a red alert. The cause of the alert has not yet been determined. The crt-d remains in service. No adverse patient effects were reported.